Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4) applies to the ins and (B)(4) applies to the leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having their implantable neurostimulator (ins) removed on (B)(6) 2017 and wanted to donate the external equipment. The patient stated that their ins stopped working and their leads moved. The patient stopped using therapy because they were in constant pain every time they turned it on. It was noted that the issue occurred over a year prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.